Event description:
It was reported that the device became fractured and required snaring. A .035 interlock 2d 6mm x 10cm embolic coil was selected for use in an embolization procedure. During deployment and removal of the interlock, the device fractured. Subsequently, a snare was performed to remove the detached portion from the patient's body. The procedure was completed with a different device. There were no patient complications reported. It was further reported that there were no fibers left in the patient.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The main coil was returned for this complaint. The coil was inspected, and it was found kinked and stretched. Also, a non-boston scientific device was returned. No more damages were found in the returned device. Microscopic inspection of the main coil was performed and observed that the zap tip has a smooth surface. The interlocking arm was inspected, and no anomalies was noted. Dimensional inspection of the main coil that could be measured were performed and revealed that the outer diameter (od) of the zap tip and primary coil were within specifications. However, the number of distal and proximal fiber bundles were lacking.

Event description:
It was reported that the device became fractured and required snaring. A .035 interlock 2d 6mm x 10cm embolic coil was selected for use in an embolization procedure. During deployment and removal of the interlock, the device fractured. Subsequently, a snare was performed to remove the detached portion from the patient's body. The procedure was completed with a different device. There were no patient complications reported.